Event description:
It was reported that an ilet displayed recurring alert 32 indicating a delivery motor communication error and repeatedly requested restarts, after which the user experienced hyperglycemia with blood glucose readings over 400 mg/dl for an estimated several hours; troubleshooting and education were provided, backup therapy was advised, and a replacement ilet was shipped with instructions for shutdown, return, and data handling. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention and no hospitalization. Investigation included a review of user-reported device performance, confirmation of error type, and logistical steps for device replacement and return. Investigation of the returned device revealed a suspected motor processor communication malfunction consistent with a delivery motor communication issue.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.